Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow of 0.7lpm. After troubleshooting, the pads were taken off the patient and replaced with a new set.

Manufacturer narrative:
Received 1 used set of 4 arcticgel pads with the original unit packaging. The pads were visually inspected. The seal between the clear film and the pad was found to be adequate. The trim pattern was also found to be adequate. The energy connectors on the left and right thigh pads were noted damaged. The energy connectors on the chest pads were not damaged. The manifold connectors were not damaged and the connection was found to be adequate. A flow rate test was performed on the pads with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing: * left chest pad: a total of 3.78 l/min m2 flow rate was registered during the test. * left thigh pad: the flow was never stabilized because of the damage observed on the energy connectors. * right chest pad: a total of 3.90 l/min m2 flow rate was registered during the test. * right thigh pad: the flow was never stabilized because of the damage observed on the energy connectors according the test method the flow rate is unacceptable on the left and right thigh pads due to the damaged connectors. The others pads were found to be within the required specifications: must be above 2.4 l/min m2. The reported issue was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.